Manufacturer narrative:
Concomitant medical products: product ID: 24952a, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that telemetry was unable to be established. Implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.